Manufacturer narrative:
Other text: corrected data: b1, corrected data: corrected data: b1-product problem.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, filter leaking was noticed. It was reported that the patient returned with approx. 10% medication regiment epoch remaining, and the device experienced filter leaking. No patient injury reported.